Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water invasion of the scope connector during user handling of the device - this then caused an abnormality in electrical components and an error message was displayed. The user can detect the event by handling the device in accordance with the following instructions for use (IFU): " inspection of the endoscopic image". The user can reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: " when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation ¿no image transmission¿. Rust residues were detected on the plug which resulted in no image transmission. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, there was no image transmission from the colonovideoscope. The device was returned and an evaluation at the repair center revealed e315 (unsupported scope error). An electrical continuity error occurred due to water invasion in the scope connector. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no impact on the procedure or the patient.